Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A service representative performed an onsite investigation. The gpos pcb assembly was evaluated and replaced. The hard disk drive was also evaluated and replaced. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.